Manufacturer narrative:
Expertise of the returned device did not reveal any anomaly.

Event description:
Reportedly, the subject ICD was implanted in 2015. The battery voltage in (B)(6) 2019 was 2.94v, and it was 2.74v in (B)(6) 2020. It was observed that the battery voltage at the end of october 2020 was 2.58v (below the recommended replacement time). Some oversensing episodes were observed on the ventricular channel, and the oversensing could be reproduced on arm movement. The rv coil continuity was 490 ohms. Preliminary analysis results showed that based on available data, normal battery depletion occurred. Patient files analysis confirmed noise/artifacts on the ventricular channel since (B)(6)2019, leading to oversensing. The non-physiological signals were most probably due to a ventricular lead issue.

Event description:
Reportedly, the subject ICD was implanted in 2015. The battery voltage in (B)(6) 2019 was 2.94v, and it was 2.74v in march 2020. It was observed that the battery voltage at the end of (B)(6) 2020 was 2.58v (below the recommended replacement time). Some oversensing episodes were observed on the ventricular channel, and the oversensing could be reproduced on arm movement. The rv coil continuity was 490 ohms.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the subject ICD was implanted in 2015. The battery voltage in (B)(6) 2019 was 2.94v, and it was 2.74v in (B)(6) 2020. It was observed that the battery voltage at the end of (B)(6) 2020 was 2.58v (below the recommended replacement time). Some oversensing episodes were observed on the ventricular channel, and the oversensing could be reproduced on arm movement. The rv coil continuity was 490 ohms. Preliminary analysis results showed that based on available data, normal battery depletion occurred. Patient files analysis confirmed noise/artifacts on the ventricular channel since (B)(6) 2019, leading to oversensing. The non-physiological signals were most probably due to a ventricular lead issue.